Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-33, lot# va0erq5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient was unsure how to check therapy and that she used the patient programmer (pp) once to turn stimulation on/off and she is unsure if therapy is on. Troubleshooting was performed but the patient had a difficult time placing the antenna and using the patient programmer; it was noted that the batteries have never been changed in the pp. The patient stated she would call back when her daughter was there and it was suggested for her to change the batteries and call back when someone is there to assist her with the pp. The patient reported that right now she has a bladder infection that started yesterday but she is not sure if it is an infection. The patient stated that therapy had not helped her and she had been running to the bathroom a lot for weeks on both ends; redirected patient to healthcare provider (hcp). Additional information received stated that the caller reported a loss of therapeutic effect. The patient had more frequent urination since yesterday and it was reviewed that the patient can try to increase stimulation and work in the same program and if there was no improvement to contact healthcare provider (hcp) to possibly change a program. The patient programmer (pp) was used to confirm that stimulation was on and the patient was on p 1 at 1.4 volts and felt stimulation. Stimulation was increased to 1.5 volts and the patient confirmed the stimulation felt stronger but tolerable. It was noted that the patient fell a month ago on her butt and was not evaluated by hcp at that time. It was reported that the patient felt stimulation in general area but not exactly in the same area as before but it could be that she got used to stimulation; it was noted the change in stimulation was not noticed after the fall. Additional information has been requested but was not available at time of report.